Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. Need to replace iab fill port connector. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a broken fill port connector due to mishandling by end user. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had a broken fill port connector due to mishandling by end user.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the connector. The fse then performed all functional test and the unit was working ok. The unit was then handed over to the customer in good working condition.

Event description:
N/a